Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) moved from beginning of life (bol) battery status to middle of life 2 (mol2) battery status in a matter of six months. The charge time was now 16 seconds. The physician inquired whether the battery was depleting rapidly. A boston scientific technical services consultant discussed the middle of life charge time extension that is seen with this device model, and suggested a device memory dump be sent in for analysis.